Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) observed machine for 24 hours found no issue with the machine. Passed all the necessary test, machine found working ok. Handed over machine to customer in working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had iab catheter restriction alarm. No patient was involved.